Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿flow meter¿ of an unspecified quantity, within the ten (10) reported units, of interlink system extension sets with control-a-flo regulators would not flow and had to be disconnected. The nurses stated that ¿the flow meter would flow on open but would not drip if flow rate was turned up¿. This issue was identified during patient infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H10: the actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to the specification. Additionally, pressure and clear passage testing were performed with no issues noted. Pull testing was also performed with no issues noted. Furthermore, the companion samples were functionally tested, and the units worked as expected per the specification. Based on the sample testing result, the units were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.